Event description:
It is reported the system had an intermittent fault, that it just stopped four times. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.